Manufacturer narrative:
Initial 2 of 3 based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported on (B)(6) 2026 that the patient experienced hyperglycemia to 371 mg/dl with three infusion sets. Patient was treated with manual injection and insulin pen.